Manufacturer narrative:
The technician found the left side rail has a broken end tube, most likely due to force such as the side rail hitting a doorway during transport. The technician replaced the side rail end tube to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported to the left side rail would not latch. The stretcher was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).